Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Customer stated the cause of the elevated bg level was unknown. A bolus via the pump was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.